Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported she had breast implants after a double mastectomy that were defective. They caused the skin to open up; readmitted to the hospital for seven days for a transfusion. Status of device is unknown. This record represents the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2., d.1., d.2., d.3., d.4., d.6., g.1., g.5., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported she had breast implants after a double mastectomy that were defective. They caused the skin to open up; readmitted to the hospital for seven days for a transfusion. Status of device is unknown. This record represents the right side.